Manufacturer narrative:
(B)(4). The customer replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The service engineer (se) downloaded the current software onto the device. Medtronic was not authorized to service the device therefore the reported problem could not be verified.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that, while in use on a patient, the 840 ventilator's display went blank. The patient was removed from the ventilator and placed on an alternate ventilator. There was no patient harm as a result of the reported event.